Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch # z7050n. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned er320 device determined that the unit was received with the jaws closed and with no apparent external damage. The opened packaging was also returned with the instrument. During functional testing, the trigger could not be actuated and was found to be jammed. The device was subsequently disassembled to assess the condition of the internal components. Upon inspection, the trigger was observed to be bent, preventing the clips from properly feeding into the jaws. Additionally, fifteen (15) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch z7050n number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Since er320 device doesn't not use reloads, please confirm device details (product coded/lot#) -code is correct. 2. Was the device on a vessel/artery when it would not open? -no 6. Were the device jaws eventually opened? -no 7. Were there any patient consequences? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk procedure, after installed reload closed the jaw, but could not open the jaw anymore. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.